Manufacturer narrative:
On 21-aug-2023, the following additional information was obtained from the initial reporter: the instrument tip was inspected before use. It appeared normal and functioned properly. As charred tissue had collected on the tip, the surgeon scraped the instrument clean and continued. While dissecting tissue, they noticed the force bipolar instrument was not cauterizing. The instrument was removed to clean the tip. It was straightened and came through the cannula smoothly. While cleaning the instrument the reporter noticed part of the tip was missing. The surgeon searched the patient for the missing piece but did not see it. A new instrument was opened and the case continued. A bloody sponge was removed from the patient and the fragment was noticed in the sponge fibers. The broken instrument was compared to a new instrument to confirm the customer had the entire tip. The procedure was completed robotically, and no tests were required to locate the fragment. The patient was not harmed. The reporter does not recall a collision of the instruments at any time in the procedure, nor was the procedure recorded or photographed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting fragment fell into patient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm force bipolar instrument was analyzed and found to investigations replicated a confirmed the customer reported complaint. Failure analysis found the primary failure of broken molded insulator be related to the customer reported complaint. The instrument was found to have damage to the molded insulator. The damage was located at the grip base. A piece measuring approximately 0.043" x 0.172" was found to be broken and not returned with the instrument. There was no damage to the conductor wire. The instrument grips were manually manipulated and passed the electric continuity test on 3 of 3 attempts. The complaint regarding fragment fell into patient was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the 8mm force bipolar instrument broke off during procedure. The part was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.